Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. There was no pericardial effusion noted on the date of implant and a moderate pericardial effusion was noted on the 45-day transesophageal echocardiography (tee) with no known intervention. On (B)(6) 2026, the patient presented to the hospital for a pulse field ablation and it was noted that the patient had a pericardial effusion and a pericardiocentesis was performed. About 350cc of dark red blood was drained from the pericardial sac. After the pericardiocentesis, the pulse field ablation went on as normal. The patient is expected to fully recover. It was further reported that during the procedure there was one (1) partial recapture and the patient had chicken wing anatomy.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. B3 date of event - estimated as 45-days post implant as moderate pericardial effusion was noted at this time.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. There was no pericardial effusion noted on the date of implant and a moderate pericardial effusion was noted on the 45-day transesophageal echocardiography (tee) with no known intervention. On (B)(6) 2026, the patient presented to the hospital for a pulse field ablation and it was noted that the patient had a pericardial effusion and a pericardiocentesis was performed. About 350cc of dark red blood was drained from the pericardial sac. After the pericardiocentesis, the pulse field ablation went on as normal. The patient is expected to fully recover. It was further reported that during the procedure there was one (1) partial recapture and the patient had chicken wing anatomy.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. There was no pericardial effusion noted on the date of implant and a moderate pericardial effusion was noted on the 45-day transesophageal echocardiography (tee) with no known intervention. On (B)(6) 2026, the patient presented to the hospital for a pulse field ablation and it was noted that the patient had a pericardial effusion and a pericardiocentesis was performed. About 350cc of dark red blood was drained from the pericardial sac. After the pericardiocentesis, the pulse field ablation went on as normal. The patient is expected to fully recover.

Manufacturer narrative:
B3 date of event - estimated as 45-days post implant as moderate pericardial effusion was noted at this time.